Event description:
It was reported that customer received a weak battery alarm even after replacing batteries. Customer's blood glucose was 203 mg/dl. After troubleshooting, caller was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.